Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for battery failed alarm. The customer blood glucose level was 210 mg/dl at the time of incident. Customer stated that they received battery failed alarm. Troubleshooting was performed for battery failed alarm. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement and displacement test. Insulin pump received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.